Event description:
It was reported that the customer experienced a malfunction alarm on their pump, specifically identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided instructions on how to reset the pump, and after following these instructions, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.